Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer had a leak of clear fluid. Customer reported that the leak was on the counter/table. Customer reported that the volume of the leak was 30 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced worn tubing through pinch valve pv42.

Manufacturer narrative:
(B)(4)